Manufacturer narrative:
The log files of the device were available for the investigation. A log entry on the (B)(6) 2015 at 21:01h showed that a temporary deviation in the display picture was the root cause for the reported event. The safety software of the ventilator detected the display deviation and initiated a reboot in order to solve the problem in order to resolve the display problem a reboot was initiated. During the reboot the device stops ventilation for at most 12 seconds. This is accompanied by audible alarms and visual messages of high priority which inform the user of the status of the device. During the reboot, the emergency-breathing valve would open allowing for spontaneous breathing; however, manual ventilation with an alternate device may be considered necessary. The device detected the display deviation and reacted as specified. As reported by the user to us, the device posted the corresponding alarms.

Event description:
It was reported: the adverse event report describes that the ventilator stopped suddenly without an alarm and restarted for about 10 seconds. The ventilation was continued after the device rebooted. The user reported to us that the device rebooted unexpectedly with a device failure alarm while in use. No patient injury has been reported.